Event description:
It was reported that during ablation procedure to treat atrial fibrillation in the lumen, nrg transseptal needle was selected for use. It was mentioned that a blockage occurred in the lumen. Hence, the device was replaced and the procedure was completed successfully by using another needle. No patient complications have been reported. The device has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that during ablation procedure to treat atrial fibrillation in the lumen, nrg transseptal needle was selected for use. It was mentioned that a blockage occurred in the lumen. Hence, the device was replaced and the procedure was completed successfully by using another needle. No patient complications have been reported. The device has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
The device has been received for analysis. Upon receipt at our post market quality assurance laboratory, the device passed in the visual inspection, since no damage was noted. On the functional test, it was no possible to flush the device, therefore, decontamination was not successfully completed. No damage was observed on the needle; its distal tip and handle were within specifications. As further analysis, it was necessary to section the distal part of the hypotube and at 3 cm from the distal end a blood clot was found inside the lumen causing the obstruction. The rest of the device was successfully flushed after this. The reported allegation is confirmed. The device was returned to bsc for analysis and through testing it was possible to identify the blockage in the needle distal hub. Correction to the initial MDR in block(s) init rptr also sent rep to FDA (e4), in section e - initial reporter.